Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced persistent stress incontinence, dyspareunia, discomfort, mesh exposure, bleeding after intercourse, scarring and urinary tract infection. An excision of the mesh was performed.